Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: pxc141000/10661405, pxc121000/9160829, pxc121200/10596367, pxc201000/10593118. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: proximal aortic neck angulation not to exceed 60 degrees. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular repair for an abdominal aortic aneurysm measuring 77mm, and was implanted with four gore excluder aaa endoprostheses featuring c3 delivery system. Both common iliac arteries were aneurysmal. The left common iliac artery aneurysm measured 5cm and extended distally to the hypogastric artery which was coil embolized. The right common iliac artery aneurysm measured 3cm. The neck diameter at the aortic bifurcation was reported to measure 72mm. Additionally, it was reported that placement of the trunk ipsilateral device had not been ideal due to the patient's excessive aortic neck angle, which measured 100 degrees. The patient's proximal aortic landing zone measured 28mm in diameter with a neck length of 25mm. On (B)(6) 2013 a distal type I endoleak was determined on the left side. On (B)(6) 2013, the patient underwent endovascular re-intervention for the distal type I endoleak on the left side caused by a reported shortening; or retraction of the endoprosthesis due to regrowth of the aneurysm sac, and disease progression of the common iliac artery which included the hypogastric artery on the left side. An additional iliac extender component was placed on the left side to extend coverage. The patient tolerated the procedure. The endoleak was reported to have resolved on (B)(6) 2013.

Event description:
The patient referenced in this complaint file is enrolled in a aaa (B)(6) registry (fpr-12-02) 5 year follow up as part of the renewal reimbursement for the gore® excluder® aaa endoprosthesis featuring c3® delivery in the treatment of infra-renal abdominal aortic aneurysms. On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 77mm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery. The patient tolerated the procedure with no evidence of endoleak. The patient¿s proximal aortic landing zone measured 28mm in diameter with a neck length of 25mm and a neck angle of 100 degrees. Embolization of the patient¿s right hypogastric artery was also performed at this time. The patient tolerated the procedure with no evidence of endoleak. On (B)(6) 2013, the patient underwent endovascular re-intervention for the distal type I endoleak and shrinking of the device on the left and an additional iliac extender component was placed on the left side to extend coverage. The patient tolerated the procedure. The endoleak was reported to have resolved on (B)(6) 2013. On (B)(6) 2013, the patient underwent endovascular re-intervention for the distal type I endoleak and an additional iliac extender component was placed using a sandwich technique on the right. The patient tolerated the procedure. The endoleak was reported to have resolved on (B)(6) 2013. On (B)(6) 2013, the patient underwent and interventional radiology and embolization was performed to successfully resolve a distal type I endoleak using biological glue. The patient tolerated the procedure.